Event description:
The facility representative reported a colleague infusion pump with a lithium backup battery needs replaced. The event was reported to have occurred during biomed testing in biomed service. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Additional information: evaluation summary: the customer?s reported condition of a colleague infusion pump with the lithium backup battery needing replacement was confirmed and reproduced during evaluation. The cause of the reported condition was determined to be a depleted/low lithium battery. The lithium battery was replaced to fix the reported condition. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.